Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the roller pump tube clamp release lever became stuck and would not release without manually rotating the tube clamp knob. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, blood loss or adverse consequences to the pt. Investigation in process, but not yet completed.